Manufacturer narrative:
The events of lymphoma alcl suspected and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was lymphoma alcl suspected and seroma. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient representative reported that an online article revealed a patient who experienced left side "was a little bigger,¿ "wounds" on patient's "right leg and left arm," "extreme tiredness," ¿600 ml of liquid" and lymphoma. Pathological markers were not reported. The device has been explanted.